Event description:
Patient's current remodulin dose: 32ng/kg/min. Patient reports that they received a cassette problem alarm on pump serial number (B)(6). Patient states they believe it was a pump issue because when they took the batteries out of the pump, they were hot to the touch. Patient made a new cassette and was infusing without issue on their backup pump at the time of report so rph was unable to actively troubleshoot the pump issue. No additional info, details, or dates available. This is a continuous infusion. Set flow rate and volume delivered are unknown. Position of the pump when alarm occurred is unknown. Pump return tracking info is not available. Did the reported product fault occur while in use with a patient? - yes, did the product issue cause or contribute to patient or clinical injury? - no is the actual product available for investigation? - yes, upon return did pharmacy replace product? - yes, did the patient have a backup product they were able to switch to? - yes, was the patient able to successfully continue their therapy? - yes, is the therapy life-sustaining? - yes, what is the outcome of the event? ¿ resolved.